Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 31-may-2022. Investigation summary: customer returned (9) used 32gx4mm bd pen needles without a tear drop label or inner shield attached. The customer reported leakage from injection site, no insulin flow during injection, and not getting complete dosage. The returned samples were examined, then tested for flow using a test pen injector. All 9 pen needles were able to expel properly, and no evidence of leakage or improper fluid delivery was observed. The alleged issues could not be confirmed based on the samples provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was unable to deliver insulin. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection.